Manufacturer narrative:
The physician is not alleging the esophyx device malfunctioned thus contributing to or causing the reported temporary dysphagia . The device was discarded at the medical facility and is unavailable for return to endogastric solutions (egs). Based on the available information received by egs, the cause of the reported temporary dysphagia cannot be determined. No root cause was identified; thus, it is unknown if the use of bougie during the hhr, hhr procedure, tif procedure, use of the bougie prior to the tif procedure, or a combination of events contributed to or caused this adverse event.

Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted either laparoscopically or robotically, followed consecutively by a transoral incisionless fundoplication (tif) procedure). One bougie was used prior to the insertion of the esophyx device to dilate the esophagus. The tif procedure was completed, and the patient was discharged from the hospital. The patient returned to the hospital on an unknown date and was held for observation complaining of an inability to keep food and liquids down. The patient was initially seen by an ER physician and underwent a barium esophagram. The patient was later seen by the tif physician and diagnosed with dysphagia. Following the tif physician's evaluation and patient's overnight stay for observation, the ER physician confirmed the patient was able to swallow, keep food and liquid down, and the dysphasia symptoms had resolved. As of (B)(6) 2024, the patient was released from the hospital.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to this medwatch report: d6a - implant date was added updated g3- date received by manufacturer merit medical updated/replaced g code to include: 788 updated/replaced b code to include: 4114 updated/replaced c code to include: 3221 updated/replaced d code to include: 67.